Manufacturer narrative:
Customer repeated antibody identification using the same vra121 with an increased incubation (35 mins). Only cell # 3 (homozygous for e antigen) reacted 1+. No reaction was observed with the kell positive cells. Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the presence of the e and k antigens. Results were satisfactory.